Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient experienced the controller changing batteries even when they showed fifty percent (50%) charge or more. The facility performed a controller exchange and provided the patient with a replacement device. There was no reported patient injury as a result of this event. Evaluation of the controller revealed that the device passed all functional tests and visual inspection. The event was confirmed via log files which revealed multiple critical battery and power disconnect alarms. The most probable root cause of the reported "power switching" event is communication error between controller and battery as a result of a combination of software deficiency, electronic inadequacy, and fretting corrosion on connector pins. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Field safety notification, fsca apr2015a, has been taken to notify users of this issue. A follow-up field action will be taken to implement the software change per project #8046 hvad pioneer smr (software maintenance release).. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that the patient experienced the controller changing batteries even when they showed fifty percent (50%) charge or more. Other batteries were tested with the same result. The biomechanical engineer from the facility suspected that there may be a connection problem with the controller's power ports. The facility performed a controller exchange and provided the patient with a replacement device. There was no reported patient injury as a result of this event.